Event description:
Hill-rom received a report from bfarm stating that the sling bar detached from the lift and a patient fell to the floor and hit the back of the head. The emergency physicians came directly to the scene to examine the patient and witnessed deeper scratches in the back of the head and various bruising (hematoma) in the body. To rule out fracture then went to hospital. The patient was returned by one and one half hours and one could therefore exclude fracture(s) or other more serious injuries. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
When the technician at the clinic inspected the lift he found that the latch on the quick release hook was damaged. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplementary report.